Event description:
The following has been reported: an increase in flow occurred around 8 pm (2ml/h -> 3ml/h) and the other increase around 4 am (4ml/h -> 11ml/h). The nursing staff observed that the morphine pump flow rate was manipulated and was not done by the team. The suspicion is that there was manipulation by the family. The drug that was being infused was morphine. Medical prescription related to the equipment: infusion of morphine solution (100ml of saline solution and 100mg of morphine) at 2ml/h and after a few hours the infusion by the medical team was increased to 4ml/h. The patient, who was already in palliative care, died at 1:25 pm on (B)(6). Possible time of the manipulations 20h on (B)(6) 2026. Requested analysis of the pump log to check for possible inappropriate manipulations. Reporting as a conservative measure. Adverse event effects were reported. Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. Period reviewed: from (B)(6) 2026 09:52:20 to (B)(6) 2026 18:25:21. A timestamp anomaly is identified on 23/05/2026 (known fresenius software issue), with inconsistencies in recorded times. Therefore, the analysis is performed globally over (B)(6), with a focus on infusions around 2-4 ml/h. On (B)(6) around 20:46, an infusion stop is recorded at 45 ml/h, which is inconsistent with the prescribed morphine flow rate (2-4 ml/h) and likely related to timestamp anomalies and a different infusion context. (B)(6) 2026 - 22:25:10 ? To (B)(6) 2026 - 02:13:00 start of infusion at 4 ml/h contrary to the complaint: no infusion at 2 ml/h is found no change to 3 ml/h is identified the first relevant flow rate observed is directly 4 ml/h during the night of 24 ? 25 may, several manual flow rate changes are recorded: around 00:22-00:40: 5 ml/h ? 4 ml/h ? 12 ml/h ? 14 ml/h ? 16 ml/h ? Back to 4 ml/h o 02:13:00: infusion stops at 4 ml/h due to occlusion alarm (safety features) (B)(6) 2026 - 02:16:08 to 05:27:21 restart infusion at 4 ml/h, followed by manual variations: between 05:04 and 05:24, successive manual changes: 8 ? 12 ? 16 ? 19 ? 15 ? 14 ? 11 ml/h ? Return to 4 ml/h this sequence partially matches the reported increase (~4 ? 11 ml/h), although higher intermediary values are also observed. Infusion again stops due to occlusion alarm critical focus: 05:25:16 ? 05:27:21 (screen unlock attempts) 05:25:16: keypad lock enabled 05:27:16 & 05:27:21: failed unlocking attempts using wrong code system still running at 4 ml/h during these attempts the device was intentionally locked: unlock attempts occurred shortly after significant, inappropriate flow rate changes. This is consistent with corrective action by staff after detecting abnormal manipulations, although this cannot be formally proven from logs alone. The complaint is partially confirmed: o manual increases of flow rate during the night (up to =11 ml/h) are clearly evidenced: however, no evidence of a change from 2 ml/h to 3 ml/h is found all modifications are manual human actions it is not possible to identify whether the changes were made by family members or staff the presence of device locking and failed unlock attempts after abnormal variations suggests a probable intervention by staff, but this remains an interpretation and cannot be confirmed from logs alone. Each identified infused volumes were in line with the device programming. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. The logs show multiple manual flow rate increases during the night of may 24 to 25, including values up to =11 ml/h, but no evidence of a change from 2 ml/h to 3 ml/h was identified. As per the results of flowrate tests provided, no dysfunction of the device could be found linked to the reported event. According to provided information, the analysis of the equipment showed that the structural part complies with the established standards. After volumetric tests, the equipment was infused within the schedule. The results indicate that the equipment meets the required technical specifications. On the technical side, the equipment did not present any anomalies. Based on available information, this complaint is considered as not valid, the pump is working normally. This complaint is considered as: not valid.

Manufacturer narrative:
N/a